Manufacturer narrative:
(B)(6). The lot was manufactured between september 3, 2018 and september 4, 2018. Two (2) devices were received for evaluation. Visual inspection was performed on the returned samples and defects were observed at the bottom welds of both samples. Functional testing was performed, and leaks were observed from the unsealed bottom welds of both samples. The reported condition was verified. The direct cause for the weld leaks was apparent insufficient weld sealing on both samples most likely due to variation in the manufacturing equipment weld process causing weld defects on the bottom welds of the bag of the two samples. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the corner seams on bottom left and right. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.